Manufacturer narrative:
Samples were drawn in bd serum separator tubes. Before the event, the ise system was calibrated and qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse reviewed the data and concluded that the high results were on the first sample run from standby. The fse replaced multiple hardware components. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (calc) results generated by the unicel dxc 800 pro synchron clinical systems. Some high results were reported out of the lab. The specimens were re-tested and obtained results were lower for all analytes. One patient was treated with kayexalate 30gm based on a false k result of 5.7mmol/l. There was no known harm as a result of the treatment and the patient was discharged to home.